Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels over 500 mg/dl. The customer was vomiting prior to the event, and had experienced high blood glucose levels for the past two days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. However, the customer was sure that the no delivery alarms works as there are a few alarms in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.